Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested: however, the information was not obtained.

Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. On unspecified dates, the device were being used to suction unspecified pt fluids during unspecified ultrasound procedures. After unspecified length of time, the customer contact reported that the tubing did not fit tightly onto the canisters. At these times, it was reported that the seals were not adequate to consistently deliver suction and suction was interrupted. The customer contact reported that the staff stopped the suction and replaced the devices, as necessary. No specific details were provided. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.